Manufacturer narrative:
Due to further investigation, the evaluation was updated: the assignable root cause of the device evaluation was corrected from misuse / abuse to the device was worn from excessive force, which is normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The reported condition was caused from misuse due to the broken pins on the attachment by using excessive force when attaching to motor. The assignable root cause of the component damage was determined to be due to misuse / abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation it was discovered that the attachment device was ¿tested and found to be in pieces¿. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.